Event description:
It was reported that a flo-gard infusion pump did not have its door. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and an alarm log review were performed. During visual inspection the door was found to be broken and incomplete. Additionally, during the alarm log review the open door alarm was found. The cause of the broken door was unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.